Manufacturer narrative:
Patient specifics with regard to age, date of birth, and weight were not provided by the doctor. The doctor suspected that the patient encountered burns to her eye; however, the doctor is convinced that the patient will experience a full recovery after treatment. No further information was provided by the doctor. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no investigation can be conducted.

Event description:
A doctor alleged that metricide had come into contact with a patient's eye and that she was experiencing pain.